Manufacturer narrative:
The pump has not been evaluated at this time. Upon evaluation a supplemental report will be filed if updated information becomes available. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/11/2017 with the following findings: during investigation, there was visible moisture on the display. There was visible moisture in the battery compartment. A leak test failed due to a display lens leak. The pump was opened and there was moisture corrosion found on the motor assembly.